Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents for inflation issue reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the device was not prepped outside of the anatomy prior to use. It should be noted that the herculink elite instructions for use provides instructions for preparing the stent delivery system prior to use in the anatomy.

Event description:
It was reported that the herculink elite was going to be used to treat a renal artery but the balloon would not inflate. There was no resistance upon advancement of the device to the target lesion site. The device was not prepped outside of the anatomy prior to use. There was no issue with the device noted during prep. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported inflation issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. Based on the information reviewed, there is no indication of a product deficiency.